Event description:
Health care facility reported that a (B) (6) paraplegic male pt had multiple problems and had a documented vre bacteremia prior to the use of the dressing. The facility reported that on june 28th, there was a report of a positive (B) (6) blood culture and the PICC line was removed. The facility reported that the PICC line tip had one colony of p. Aeruginosa. The facility reported that infectious disease was consulted and pt was placed on additional systemic antibiotics. The nurse reported that she did not believe the pt's alleged bacteremia was the result of the dressing. The facility reported pt was improving.

Manufacturer narrative:
Device not provided to manufacturer for eval. Complaint type will be monitored. The insert provides the following info on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge.